Manufacturer narrative:
Unknown disposition.

Event description:
Based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The paper reports a retrospective observational study to analyze the prevalence and presenting characteristics of prosthetic valve endocarditis in the perceval valve. Since 2015, 670 perceval s valves have been implanted and 14 cases of pve have been diagnosed in them (2.1%). This report refers to one patient who received a perceval valve pvs23. After 10 months of implantation an echo was performed which showed aortic thickening and an abscess. The patient underwent surgical treatment (ref (B)(4)). After patching the aortic annulus with bovine pericardium, a new perceval valve was implanted. 30 months later, the patient died.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event. However, no further details have been received to date. Since the device serial number is unknown and its disposition is unknown (device not returned to the manufacturer), no further investigation is possible at this time. Based on the limited information available, it is not possible to draw a definitive conclusion on the reported event. The root cause of the patient¿s death, and its relationship with the device in question, cannot be established at this time. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided.